Event description:
It was reported that prior to a coronary stent procedure, the physician did not feel comfortable with the securement of the stent to the delivery device. The procedure was completed with another stent. No patient injuries of complications occurred.